Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood tubing was connected to patient for packed red blood cells administration on the allogeneic transplant unit. Approximately 90 minutes after the start of the infusion, leakage was noted from distal port of the tubing where it connects to the needless connector. After the leak was discovered the remaining 150 ml of packed red blood cells was destroyed, and the following day the patient required another unit of blood. No patient harm was reported.

Event description:
The customer reported that blood tubing was connected to the patient for packed red blood cells administration on the allogeneic transplant unit. Approximately 90 minutes after the start of the infusion, leakage was noted from the distal port of the tubing where it connects to the needleless connector. After the leak was discovered the remaining 150 ml of packed red blood cells was destroyed, and the following day the patient required another unit of blood. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din (B)(4), lot number w8e31c1 exp aug 19 naci 0.9%, and a blood bag. The customer's report of a tubing leak at the maxzero valve connection was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement at the top of the valve. Further inspection of the valve top under magnification showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that blood tubing was connected to the patient for packed red blood cells administration on the allogeneic transplant unit. Approximately 90 minutes after the start of the infusion, leakage was noted from the distal port of the tubing where it connects to the needleless connector. After the leak was discovered the remaining 150 ml of packed red blood cells was destroyed, and the following day the patient required another unit of blood. No patient harm was reported.